Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant.

Event description:
It was further reported that rv thresholds were high and r waves were low.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately one week post implant the patient felt palpitations when moving certain ways and presented to the emergency room. Chest x-ray showed the right ventricular (rv) lead had dislodged into the superior vena cava (svc). During the revision the helix of the lead would not extract properly due to excessive tissue, so the lead was removed and another lead was implanted. While replacing the rv lead, the right atrial (ra) lead became dislodged. The physician decided to replace the ra lead as well because tissue on the helix was not allowing the helix to be properly retracted. The ra lead was removed and replaced. No further patient complications have been reported as a result of this event.